Event description:
Customer states it smelled like something was burning during use 501-5200. Also, smoke went up. The unit could not turn on anymore. They used another unit. No patient harm reported.

Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.